Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that one week after an intraocular lens (iol) was implanted, the patient had posterior capsular ridges and folds and blurry intermediate and near vision. The surgeon explained that the ridges and folds may be due to him excessively polishing the posterior capsule prior to implanting the iol. In a follow up, the surgeon indicated that the optic of the iol was sitting 1 mm temporal to the center of the pupil. Additional information was requested.